Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received alarm after battery change. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the insulin pump was not stored or not in use for an extended period of time. Customer stated that the alarm did not occur shortly after inserting a new battery. Customer reported that the unexpected restart alarm was recurred during normal insulin pump use. The customer was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).